Event description:
Additional information received reported that the non boston scientific right ventricular (rv) lead later exhibited impedance measurements of greater than 3000 ohms. The patient had a cardioversion for their atrial fibrillation (af) and then the ra impedance measurements returned to within normal limits. Patient isometric and pocket manipulation testing was performed and was unable to reproduce any noise or impedance changes. The patient would continue to be followed by the clinic. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited increased impedance measurements of greater than 3000 ohms. The patient was in atrial fibrillation (af) and was to have a cardioversion procedure. The device and a non-boston scientific right ventricular (rv) lead also exhibited increased impedance measurements which were not out of range. The device was checked and the ra impedance measurements were within normal limits. Device manipulation was performed which did not elicit noise or abnormal impedance measurements. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited increased impedance measurements of greater than 3000 ohms. The patient was in atrial fibrillation (af) and was to have a cardioversion procedure. The device and a non boston scientific right ventricular (rv) lead also exhibited increased impedance measurements which were not out of range. The device was checked and the ra impedance measurements were within normal limits. Device manipulation was performed which did not elicit noise or abnormal impedance measurements. The patient would continue to be monitored. No adverse patient effects were reported. Th device remains in service. Additional information received reported that the non boston scientific right ventricular (rv) lead later exhibited impedance measurements of greater than 3000 ohms. The patient had a cardioversion for their atrial fibrillation (af) and then the ra impedance measurements returned to within normal limits. Patient isometric and pocket manipulation testing was performed and was unable to reproduce any noise or impedance changes. The patient would continue to be followed by the clinic. No adverse patient effects were reported. The device remains in service.